Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when cementing the tibial, the surgeon detected a piece of metal in the patient's knee. The metal piece belonged to the handhold of the rasp. It must have broken off during preparation of the tibia.